Event description:
The customer received questionable creatinine jaffe generation 2 results for 10 patient samples. Of the data provided for nine patient samples, the results for five were discrepant. The initial sample tested was an aliquot processed by the modular preanalytic analyzer (mpa). The repeat result was generated from the primary tube. All results were in umol/l. Patient sample 1 initial result was 127 and the repeat result was 92. Patient sample 2 was from a female patient born on (B)(6). The initial result was 130 and the repeat result was 89. Patient sample 3 initial result was 140 and the repeat result was 99. Patient sample 4 initial result was 150 and the repeat result was 109. Patient sample 5 initial result was 186 and the repeat result was 135. The initial results were reported outside the laboratory and were later amended. It was unconfirmed if any patients were adversely affected. The customer stated there may have been three cases of unnecessary medical procedures implemented. One of the patients was subjected to a renal biopsy, but it was not confirmed whether this was one of the patients documented. Clarification has been requested. The creatinine reagent lot number was 667609. The expiration date was not provided. The field service engineer (fse) performed a visual check of the probes and wash heads and no abnormality was found. Quality control was tested to verify the performance of the assay. The results were low. The qc was repeated with material from a newly reconstituted set. The results were low. A precision test of 21 pooled qc samples was performed and the results were within the assay specification. The assay was calibrated and the qc results were in range. On a separate visit, the fse decontaminated the sample lines and the rinse-head lines. A significant amount of sediment was flushed from the rinse head lines. He replaced the ultrasonic mixers on the relevant disk in response to an error code received.

Manufacturer narrative:
This event occurred in (B)(6).